Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at a fold in the proximal end, middle, and distal end of the cylinder; the first cylinder kink resistant tubing (krt) was worn to the filament. The first cylinder did not pass the leakage testing as there was bulging. The second cylinder was microscopically inspected and had two holes at corner of a fold in the proximal end of the cylinder. The second cylinder had worn at a fold in the proximal end, middle, and distal end of the cylinder; its kink resistant tubing (krt) was worn to the filament. This cylinder did not pass the leakage testing. The momentary squeeze (ms) pump tubing was cut down to the pump block and not returned for analysis. The pump block showed scaling. The pump passed the leakage testing but not activation tests. Based on the information available and analysis results, the bulging in one of the cylinders, as well as the holes observed in both cylinders and the subsequent identified leaks could have caused or contributed to the reported clinical observation of mechanical problem. D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. Both cylinders and a pump were explanted and replaced. No patient complications were reported.